Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of surgical procedure is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.5x16mm graftmaster device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) artery. A 3.5 x 16 mm graftmaster covered stent was implanted; however it was reported that the stent may have missed the perforation. Therefore, a 4.0 x 16 mm graftmaster covered stent was implanted but also failed to seal the perforation. Then, a 2.8 x 16 mm graftmaster covered stent was implanted. This stent also failed to seal the perforation. Therefore, emergent pericardiocentesis was done, and then the patient was sent to the operating room. The lad was bypassed and a pledget was placed over the perforation to seal it, and a left internal mammary graft was also implanted. It was thought that the graftmaster stents did not seal the perforation because they were not fully apposed in the lesion and that post-dilatation should have been done. The patient has not been discharged from the hospital. There was no adverse patient sequela reported. No additional information was provided.